Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the the ECG joint was defective. It was reported that the alleged failure was observed while in use on a patient, but there was no adverse patient impact .

Manufacturer narrative:
One processor pca and one therapy pca were returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with the processor and on therapy boards. Philips cannot rule out a malfunction of the processor pca and on therapy pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.